Event description:
The facility representative contacted baxter to advise that a colleague volumetric infusion pump had smoke coming from the pump in an unknown process step. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report.

Event description:
It was reported that a pump motor stall was confirmed in the event logs with no motor stall recovery recorded. A tube set message had occurred. The pump was updated on (B) (6) 2009; the motor was still stalled. The pump contained baclofen compound. The hcp was considering pump replacement. No pt symptoms were reported.

Manufacturer narrative:
The software version is 6.13.90, categorized as colleague 2006.

Event description:
During service at baxter, a technician discovered a colleague cx volumetric infusion pump single channel that had the stop key on pumphead module keypad intermittent. According to the customer, there was not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4). The pump was received and evaluated by baxter. During service, it was discovered that the stop key was intermittent on the pumphead module keypad. The pumphead module keypad was replaced.